Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded many alerts for high out-of-range shock impedance measurement, measuring greater than 125 ohms. Sensing and pacing parameters were stable and in range values. Boston scientific technical services indicated as the patient is fitted with a single coil lead, it is not unusual to see higher chronic shock impedance values. Troubleshooting steps were provided to exclude device and lead impairment, recommended pocket manipulation and perform x-ray. Additionally, the patient was seen in-clinic, and underwent general anesthesia through propofol for shock impedance testing. The shock impedance resulted from 140 to 155 ohms during different maneuvers. No artifacts or sensing issues were reported, and pacing threshold were stable. X-ray images were acquired, showing no macro fracture. The patient will continue to be monitored with latitude. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded many alerts for high out-of-range shock impedance measurement, measuring greater than 125 ohms. Sensing and pacing parameters were stable and in range values. Boston scientific technical services indicated as the patient is fitted with a single coil lead, it is not unusual to see higher chronic shock impedance values. Troubleshooting steps were provided to exclude device and lead impairment, recommended pocket manipulation and perform x-ray. Additionally, the patient was seen in-clinic, the shock impedance resulted from 140 to 155 ohms during different maneuvers. No artifacts or sensing issues were reported, and pacing threshold were stable. X-ray images were acquired, showing no macro fracture. The patient will continue to be monitored with latitude. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded many alerts for high out-of-range shock impedance measurement, measuring greater than 125 ohms. Sensing and pacing parameters were stable and in range values. Boston scientific technical services indicated as the patient is fitted with a single coil lead, it is not unusual to see higher chronic shock impedance values. Troubleshooting steps were provided to exclude device and lead impairment, recommended pocket manipulation and perform x-ray. No adverse patient effects were reported. This device remains in-service.